Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the reported complaint was confirmed from the evaluation. The skull clamp has rotational movement in its swivel lock assembly, and a residue buildup is present. For the adjustment of the lock assembly new components need to be added to replace worn internal parts, such as the floating ratchet for adjusting the locking mechanism, the worn spring, o-ring, bearing balls and washer. The small parts of the rocker arm (washers, nut and garder screw) must be replaced due to wear, and preventive maintenance (pm) must be performed. The skull clamp's base has worn off inner threads in the center of the starburst teeth, and the base must be machined and tabbed to insert heli coil threads. The rocker arm hole diameters are out of tolerance, and the rocker arm must be replaced along with its screw assembly. To resolve all issues, the base casting of the skull clamp was machined, and the heli-coil threads were inserted, the skull clamp¿s rocker arm was replaced along with the needed screw set. The new parts were checked for visible flaws and were then installed into the swivel lock assembly. The skull clamps internal parts were replaced to adjust the unit according to manufacturer specifications and to clean the skull clamp's swivel lock assembly. After completing the reassembly, including the adjustment, the skull clamp was subjected to a successful function test and meet manufacturer specifications. Root cause - the complaint is confirmed via inspection of the unit. The swivel lock assembly had rotational movement, a residue buildup was present in the lock, and the unit needed cleaning and required replacement of worn parts. The probable root cause is routine use and wear of the unit. No corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 2 of 3. Reports linked to mfg report numbers 3004608878-2025-00180 and 3004608878-2025-00182: a distributor reported that the mayfield system (a1059 mayfield modified skull clamp) loosened during a surgery. There was no surgical delay or serious injury.

Manufacturer narrative:
Updated fields: b3, g3, g6, h2, h11 additional information received as follows: - what is the name of the healthcare facility where the problem occurred? (B)(6). - can you please confirm whether the patient was under anesthesia when the problem occurred? The patient was under general anesthesia - was the medical team able to complete the surgery? The surgery was completed - if so, how did the medical staff complete the surgery (using a replacement device...)? What type of surgery was in progress when the problem occurred? They continue using the same device, otherwise they would have closed and interrupted the surgery - removal brain injury. - what is the date of the problem? Tuesday, august 26.

Event description:
N/a.